Event description:
Boston scientific received information that during the implant procedure of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead -0292 the shock impedances were greater than 125 ohms in both the triad and single coil configurations. It was reported that the connections were verified and appeared appropriate. In addition, the rv rate/sense portion of the 4285 lead was plugged into the right atrial port to provide pacing, when this was removed from the ra port and inserted into the rv port, pacing inhibition less than 2 seconds occurred in the device dependent patient. Technical services discussed troubleshooting. Upon rechecking the connections of the 0292 lead the impedances normalized to 60 ohms. No adverse patient effects were reported. The 4285 remained plugged into the right atrial port.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.